Event description:
It was reported that login was prompted during a sensor session. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 device code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.